Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site, (arm) while wearing the device between 4 and 24 hours. The patient reports having pain and swelling at the pod infusion site. The patient had applied a new pod and removed the pod prior to going to urgent care. Once at urgent care the patient was diagnosed with an infection at the pod infusion site. The patient was prescribed cephalexin (550 mg) to be taken 2 times daily for 10 days. The patient was at urgent care for 20 minutes.